Manufacturer narrative:
A technical investigation showed that the system incorrectly reported z 920-407 error during treatment rather than a thermal event warning which displays as z 409-383. Based on the information currently available and technical review, although no adverse event was reported, the display of the wrong error code by the system rather than the correct thermal code, may lead to a serious third-degree burn if the malfunction were to recur. Further investigation is being performed.

Event description:
Allergan aesthetics received a report that a patient was being treated to the flanks/love handles using the coolsculpting elite, curve 150 applicator. Four minutes into the treatment a z920-407 error occurred. The provider power cycled the unit and was able to retreat the patient.

Manufacturer narrative:
Corrected data: d1, d4 (catalog #, serial #, UDI), d8, d9, g1 (facility name, address, name, email), g4.

Event description:
Allergan aesthetics received a report that a patient was being treated to the flanks/love handles using the coolsculpting elite, curve 150 applpicator. Four minutes into the treatment a z920-407 error occurred. The provider power cycled the unit and was able to retreat the patient.